Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level being displayed as ¿high¿ (no value provided). Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated the correction factor to address the event.